Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, high thresholds were noted in all three target vessels. No lv lead was implanted. No patient complications have been reported as a result of this event.